Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. While a spectranetics 14f glidelight laser sheath was in use within the patient, the catheter kinked. Upon removal, red light was seen emitting from the catheter''s outer sheath. The glidelight was discontinued, and another of the same device was used to complete the procedure. There was no reported harm to the patient or to the user. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. D4): device serial number unk. H3/h6): the device was discarded, thus no investigation could be completed and the reported event could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.